Event description:
It was reported during an in-office check the pacemaker did not display all of the diagnostic electrogram data. The device remains in use and the patient will be monitored with remote transmissions. No patient complications were reported as a result of this event.

Event description:
It was reported during an in office check the pacemaker did not display all of the diagnostic electrogram data. The device remains in use and the patient will be monitored with remote transmissions. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was collected from the device and the data was analyzed. Std review revealed that there was a diagnostics problem, the programmer s2d data for file (B)(4) for high rate episodes selection of egm and trend data shows "parameters have been programmed since diagnostic data reset. Diagnostic data may not match initial interrogation values." Between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.